Event description:
The duett sealing device was deployed following an interventional procedure, via a 5 fr sheath in the right common femoral artery. During the deployment blood return was reported on aspiration after second resistance was believed to be established. Following the deployment, the pt experienced loss of pedal and posterior tibial pulses along with white toes. An angiogram was performed and confirmed an occlusion. Treatment included a heparin bolus, heparin drip and thrombolytic therapy (tpa). Pulses were re-established and the event was resolved with no further complications.